Manufacturer narrative:
The insulin pump was received with a stripped battery cap coin slot, cracked battery tube threads, a cracked case at the display window corners, minor scratches on the display window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, and a missing end cap sticker. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No motor error alarm was noted. The motor was tested outside of the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer received a motor error alarm on their insulin pump while she was trying to bolus. The patient's blood glucose level was over 400 mg/dl. The customer stated that there were no significant events that could led to the motor error alarm. The customer did not mention if he contacted his health care provider for the high blood glucose. The patient also mentioned that he was unable to open the battery cap to the insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.